Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and crps. It was reported the patient did not move, and recharging disconnected. The ins was superficial and not tilted. A replacement recharger was sent to the patient. Additional information was received from a patient regarding an external device. The patient received their replacement recharger and it did not make any difference in their recharging/connection with the implantable neurostimulator (ins). The patient reported seeing the "poor quality" screen and the "recharging needs attention" screen as well as "recharging ended - lost connection." A replacement controller was sent to the patient. Additional information received from the patient. It was reported that the patient received their new controller but they were still not able to charge their ins; they had not been able to recharge their ins since the implant surgery. When they attempted to charge their implant, they received the passive recharge mode screen and then "poor recharge quality." The patient was advised to follow up with their healthcare provider and manufacturer representative.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger product ID 97745, serial# (B)(6), explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause was not determined. The rep knows that a recharging cable was replaced for the patient and it did not resolve the issue. They believe the surgeon was planning to revise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and crps. It was reported the patient did not move, and recharging disconnected. The ins was superficial and not tilted. A replacement recharger was sent to the patient. Additional information was received from a patient regarding an external device. The patient received their replacement recharger and it did not make any difference in their recharging/connection with the implantable neurostimulator (ins). The patient reported seeing the "poor quality" screen and the "recharging needs attention" screen as well as "recharging ended - lost connection." A replacement controller was sent to the patient. Additional information received from the patient. It was reported that the patient received their new controller but they were still not able to charge their ins; they had not been able to recharge their ins since the implant surgery. When they attempted to charge their implant, they received the passive recharge mode screen and then "poor recharge quality." The patient was advised to follow up with their healthcare provider and manufacturer representative.